Manufacturer narrative:
Per the clinic, the magnet was placed back into correct position without surgical intervention. The implanted device remains and the patient has continued use of the device. This report is filed january 18, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during am MRI (1.5 tesla) on (B)(6) 2015. It is unknown if the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.